Event description:
During the procedure a surgical resident tried to fire the stapler and it did not fire properly. A second attempt was made and still the stapler did not fire. A second stapler of the same kind was requested and used by the attending surgeon and functioned properly. After using the second stapler the attending used the original stapler and it fired properly, however he still wanted the stapler to be turned in to risk management to send report.